Manufacturer narrative:
D4: device serial number not provided manufacture¿s investigation conclusion: the reported event of a no external power event active while connected to the mobile power unit was confirmed via analysis of the submitted log file. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 4 days (01jan2023 ¿ 05jan2023 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on 03jan2023 from 6:12:43 to 6:12:56 and on 03jan2023 from 6:13:42 to 6:13:44. During this time, the log file displayed a low voltage hazard, power cable disconnect, and no external power alarms when the rsoc voltage and bus voltage dropped below the expected voltage threshold; the alarms appear to be related to a loss of ac power. The alarms resolved when the rsoc and bus voltage were restored to their expected voltage thresholds and when external power was restored to the mobile power unit. Pump speed was not affected by the alarms. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mobile power unit, if the mobile power unit had a v-lock on the ac power cord, if the ac power cord came loose at the wall outlet, if the ac power cord came loose at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged/removed from service and if the mpu will be returning; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed as the serial number of the product is unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2023 due to power on the mobile power unit being briefly interrupted.